Event description:
Subsequent to the initial medwatch filed, returned device analysis found one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and not returned with the device. The location of the broken cuff tab is unknown. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The physician was notified and there was no adverse patient effect reported.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Inspection of the returned device indicated that both cuffs successfully captured the needles during the plunger deployment, but the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by broken and damaged anterior cuff tabs. One of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Estimated date of event, exact date was not provided by hospital. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.